Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The diabetes clinical manager reported the customer was currently in the intensive care unit with diabetic ketoacidosis. The customer was hospitalized on (B)(6) 2017 with a high blood glucose around 300 mg/dl. The caller reported the customer's blood glucose rose to 600 mg/dl prior to being hospitalized. The caller reported the customer experienced nausea, chest pain and vomiting as symptoms of high blood glucose. It was also reported the customer was sick with bronchitis and pneumonia before being hospitalized. The customer was wearing the insulin pump at the time of hospitalization. Troubleshooting found a bubble in the customer's reservoir. It was reported the customer wore the insulin pump in a CT scan and x-ray. It was also reported the insulin pump passed a self-test and high pressure test. The customer's blood glucose was 261 mg/dl at the time of the call. The customer will be treating their blood glucose with a manual injection. The insulin pump will not be returned for analysis.